Event description:
It was reported that while preparing for an esophageal stenting treatment procedure, stent damage ws noticed. A 23x12 ultraflex covered ng esophageal stent has been selected to treat an unspecified esophageal stricture. While unpacking, it was noticed that the device appeared "broken". There were no patient complications reported.